Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lk8bwpr0 number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? If applicable, will product be returned, return date, tracking information did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement? What is the patient current status?

Event description:
It was reported that a patient underwent an episiotomy procedure on an (B)(6) 2019 and suture was used. The needle pulled off from the thread and the needle is stayed inside the muscular plane without being able to be retrieve. The obstetrician has sutured with the needle inside. The patient has been re-operated the next day and the needle has been retrieved. Additional information was requested.